Event description:
It was reported that a patient was having an MRI (magnetic resonance imaging) scan to rule out a stroke. The patient was having neck pain that she believed was due to a potential stroke. The patient had multiple falls but it was unknown when they occurred. No drug, intervention, or outcome was reported. Follow up was being conducted to obtain additional information but it had not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n059986, implanted: (B)(6) 2006, product type: accessory; product ID 8709, lot# j0056665r, implanted: (B)(6) 2001, product type: catheter. (B)(4).